Manufacturer narrative:
Inspection: the returned devices were examined. Visual inspection revealed that the screw drive on each closure top was stripped. DHR review: the DHR was reviewed. There are no indications of manufacturing issues that would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces or incomplete insertion of drive mechanism during final torqueing. Device usage: this device is used for treatment.

Event description:
It was reported four sequoia closure tops stripped during final tightening intra-operatively. There were no patient impacts. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00476.

Event description:
It was reported four sequoia closure tops stripped during final tightening intra-operatively. There were no patient impacts. This is report one of four for this event.